Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found a hole in the rinse tubing and removed it. He ran passing precision testing with no leaks. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable high sodium results for multiple patient samples from the cobas 6000 c 501 analyzer. One example was provided of an initial result of 177 mmol/l and a repeat result of 138 mmol/l. The repeat results were believed to be correct.